Event description:
Patient was implanted on an unknown date with titanium one-third tubular plate, 3-14mm cortex screws, 2-12mm cortex screws and 1-16mm cortex screw for a right ulna fracture. The surgeon discovered the plate was broken during a routine check-up appointment on an unknown date, via x-rays. The plate broke at the fracture site with no damage to the screws. A different surgeon performed removal of the plate and screws on (B)(6) 2013. Patient was revised to another plate that the surgeon felt was more fitting. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Part number 441.36 made on work order (B)(4) and lot number 6443832 had no ncrs. Material 6339660 from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.